Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in pacing impedances and now a high, out of range alert has been triggered. There was also baseline noise at recorded episodes that appear to be myopotential. As the patient is elderly they plan to monitor as intervention is unlikely. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.